Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette into the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid discovered in the pump module area and on the cassette. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient confirmed they are using the new cycler for their pd treatment without issue since; the old cycler has been returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette into the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid discovered in the pump module area and on the cassette. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient confirmed they are using the new cycler for their pd treatment without issue since; the old cycler has been returned for investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette into the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid discovered in the pump module area and on the cassette. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient confirmed they are using the new cycler for their pd treatment without issue since; the old cycler has been returned for investigation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no visual indications of particulates within the cassette area, and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A heater test was performed and passed. The patient sensors test failed; patient sensor 1 displayed fluctuating readings when no input was being provided. Patient sensor 1 was temporarily replaced and the patient sensor test passed. A valve actuation test and system air leak test were performed and passed. A post-accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed and encountered m31 air detected in cassette warning. The failure was traced to visual evidence of a clog in hp2 filter. The hp2 filter was replaced, and the treatment was completed. There were no fluid leaks in the test cassette during the accelerated stress test. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event. The cycler performed as designed and an associated cause could not be determined.